Event description:
Two (2) freestyle libre 3 glucose monitoring sensors gave false reading. My daughter's blood sugar on the freestyle libre 3 sensor showed low blood sugar at 50-55, so she was eating carbs to bring the blood sugar up. It wasn't making sense as she can feel when her blood sugar is low and she didn't feel it. After 2 days, she checked her blood sugar with a finger prick and it was 145 (within range). She put on another freestyle libre 3 sensor and had the exact same issue. Finally, she put on another freestyle libre 3 sensor and that one worked. So we had 2 faulty freestyle libre 3 sensors. I don't have the serial numbers of the faulty sensors as we throw away the box the sensors come in. Also, the freestyle libre 3 app only keeps the last 3 sensor serial numbers. Pt code: 4582. Device codes: 1535, 2460. Ref report: mw5180484.